Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Whilst carrying out the bluetooth wireless upgrade 3.12 the device required reinitialising which I did 3 times as I couldn't move passed this stage and resulted in me removing the device as I couldn't leave it in standby. This happened to 2 devices complaint for the other one to follow. I did have a small pile of 4 devices to the side around 1/2 meter away whilst carrying out the upgrades.

Event description:
Whilst carrying out the bluetooth wireless upgrade 3.12 the device required re-initialising which I did 3 times as I couldn't move passed this stage and resulted in me removing the device as I couldn't leave it in standby. This happened to 2 devices complaint for the other one to follow. I did have a small pile of 4 devices to the side around 1/2 meter away whilst carrying out the upgrades.

Manufacturer narrative:
Please refer to the attached analysis report.